Event description:
Plaintiff reports implantation of the left implant 11/2/75 with explant 2/12/76. Plaintiff alleges injuries as a result of implants containing or consisting of silicone, silicone gel, and/or elastomer made of silicone.